Event description:
International affiliate reports l5 s1 posterior lumbar interbody fusion (plif) revision was performed due to two expedium polyaxial screws being placed in incorrect position by the surgeon and one of the two polyaxial screws (the s1 7x40mm screw) was loose. Surgeon had indicated that the product was not faulty. This mfg. Medwatch report is being filed for the one screw that had loosened post-operatively.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not returned.